Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the black screen due to the blank display anomaly.

Event description:
The customer called to report moisture damage. The customer stated that he was pushed into a puddle, and now the screen is black. Nothing further was reported.